Event description:
It has been reported to philips that the allura cv20 fluro and cine are not functioning. The device was in clinical use. No patient harm reported. The philips field service engineer (fse) went on site and os hard disk was bad & corrupted. The fse replaced os hard disk with new one. Reloaded os and application software. Now system is working fine. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿fluro and cine not working properly¿. Upon investigation fse confirmed that, issue with operating system's hard disc. The philips engineer replaced operating system's hard disc, reloaded os & application software. The system was returned to use in good working order. The codes were updated based on the investigation outcome.